Manufacturer narrative:
Device evaluation - the device was returned for evaluation. The device was examined- this showed the leds and lcd were broken off from the printed circuit board. The issue could be confirmed during testing.

Event description:
It was reported the device had "shorted out power switch". No information provided on patient involvement.